Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis information - product ID# p1501dr. The device was returned and analyzed. Analysis of the device memory indicated a partial electrical reset. Additional information: it was later reported that the patient will be coming into the office and the device will be reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t505u23, tissue valve, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.